Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Short description: malfunction needle protection shield. "Puts a pivc on a patient, the pivc placement fails, the mandrel is pulled out and the rest of the pivc remains in the patient until a new one is in place. When cleaning the spray barrel, it sticks in the index finger, when examining this it is discovered that the stick protection has not been fully activated on the mandrel. When did the incident occur? After use.

Event description:
It was reported that bd vps 18ga 1.3mm od 32mm l instaflash safety mechanism failed. Short description: malfunction needle protection shield. "Puts a pivc on a patient, the pivc placement fails, the mandrel is pulled out and the rest of the pivc remains in the patient until a new one is in place. When cleaning the spray barrel, it sticks in the index finger, when examining this it is discovered that the stick protection has not been fully activated on the mandrel. When did the incident occur? After use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.